Manufacturer narrative:
Insulin pump passed prime, displacement and basic occlusion test. Insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Unable to confirm alarms due to motor error alarms. Insulin pump unable to confirm alarm in alarm history due to alarms noted in alarm history. Insulin pump alarmed due to corrupted history files. No button error alarms noted. All buttons function properly. However, insulin pump had moisture damage on keypad traces. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer's insulin pump received several alarms, including a motor error alarm that occurred three times. It was recommended that the customer reverted to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.